Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition has been confirmed and duplicated. The assignable cause was faulty mechanical drive. The mechanical drive was replaced.

Event description:
During service at baxter, a technician reported an as50 infusion pump with error code m046035 received during initial run. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. No additional information is available.